Event description:
The customer returned the resection sheath, to olympus repair center for evaluation of reported ceramic tip damage, a missing guide screw, and an aging yellow sealing ring. The issue was found during reprocessing. The intended therapeutic, intrauterine resection procedure was completed with a similar device. There was no delay and no reports of patient harm. This report is being submitted to capture the damaged ceramic tip reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The customer reported the ceramic tip of the inner sheath to be damaged, the guide screw to be missing, and the yellow sealing ring to be worn. During inspection, the reported issues were confirmed. Furthermore, the following additional issues (non-reportable) were identified during inspection: the sheath was dented, and the gray sealing ring was worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: based on the damage pattern, it is assumed that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot be determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. This issue is addressed in the instructions for use (IFU) and may be prevented / detected: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.